Event description:
It was reported that during a tonsillectomy procedure, it was found "sparkle of fireworks" at the electrode wand head. A backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the evac 70 xtra hp coblator ii , used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, "during a tonsillectomy, the evac wand showed a "sparkle of fireworks" at the electrode wand head." A review of manufacturing records for the reported lot number 2023358 found no non-conformances or anomalies during manufacturing process related to the reported event. A review of the manufacturing process requires adhesive to be applied between the spacer and shaft, the device be free of damage, and that the spacer holes be checked to insure they are well sealed. The visual inspection under magnification of the wand shows moderate electrode erosion with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. In addition, the adhesive is missing between the spacer and return shaft, strong burn marks in that area; the middle electrode got pushed inwards. The suction line was tested performed as intended. The saline line was tested and did perform as intended. Plasma was not produced as specified when activating the device in saline solution at ablate/coag min/max settings, the wand was intermittently firing. A stable plasma output was not generated. There is additional plasma coming out of the hole. The complaint was verified as the failure appears to be an internal short due to fluid ingress, possibly due to insufficient adhesive, and the root cause was determined to be related to a manufacturing operator error. The failure is being assessed for recommended actions.